Event description:
Report received of an overdelivery. The device was received with a unsigned note that stated, "does not stop infusion when enter is pushed". There was no tracking information in order to obtain specific event or patient information. There was no adverse event reported. Multiple unsuccessful attempts were made to obtain additional information.